Event description:
Clinical study # 025-002. Same case as #6000089-2005-01088. It was reported that 327 days after a coronary artery drug eluting stenting procedure the pt expired. Target lesion 1 (10 mm long) was identified in the mid left anterior descending (lad), with 90% stenosis and a 3.0mm reference vessel diameter. Target lesion 1 was treated with predilation and placement of a taxus express2 8.8% 2.75 x 12mm drug eluting stent. There was no residual stenosis in the lad, but there was impaired flow to the diag1. Target lesion 2 (15 mm long) was identified in 1st diagonal (1st diag) with 85% stenosis and a 3.0mm reference vessel diameter. Target lesion 2 was treated with predilation and placement of a taxus express2 8.8% 3.0 x 16mm drug eluting stent. Residual stenosis was 20%. Post-procedure, the pt had no bloody bowel movement. Hemoglobin was "in the 8.2 range" and the pt was given one unit of packed red cells. There were no further complications and the pt was discharged 2 days later on plavix and aspirin. 327 days after the procedure, it was reported by the study site that the "pt died due to complications of chronic obstructive pulmonary disease". Death occurred at another institution. Per private md, pt died from respiratory failure. "No autopsy was performed", and the target vessel(s) were not involved.